Manufacturer narrative:
Additional product code: hwc. (B)(4). Investigation summary. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device history lot. Manufacturing location: (B)(4). Manufacturing date: jun 02, 2015. Expiration date: apr 30, 2024. Part number: 456.420s, 11mm/130 deg ti cann troch fixation nail 400mm/right- sterile. Lot number: 9823456 (sterile). Lot quantity: (B)(4) . One piece was scrapped in cell at op #120, final inspection due to an unacceptable surface finish. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process acceptance, (B)(4) rev a met all inspection acceptance criteria. Inspection sheet, inspect dimensional, (B)(4) rev v met all inspection acceptance criteria. Inspection sheet, final inspection, (B)(4) rev j met all inspection acceptance criteria apart from the one piece noted. Packaging label log lppf, lmd/lpf rev k was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿removal due to non-union¿ does not indicate breakage of the nail or any of its components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review. May 21, 2020: DHR reviewed. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of a titanium cannulated trochanteric fixation nail due to non-union. The titanium cannulated trochanteric fixation nail was removed with no issues and a total hip arthroplasty was performed. The procedure was successfully completed with no surgical delay. There was no patient consequence. This complaint involves three (3) devices. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update. This is report 1 of 4 for (B)(4).